Event description:
While attending the (B)(6) virtually, during the q/a session one speaker stated that he had issues explanting an infected zenith fenestrated aaa endovascular graft from a patient that resulted in death. Specifically, he indicated that the iliac legs ¿shredded¿ the vasculature during explantation resulting in severe/uncontrolled bleeding. This comment resulted on further discussion on explanting devices, including those from cook.

Manufacturer narrative:
The device was not returned for evaluation. Additional information received was stating that the patient passed away was due to the infection and was not due to the device. A lot number was not provided for this complaint therefore a review of the work order could not be performed. The device IFU stated that "minimize handling of the constrained endoprosthesis during preparation and insertion to decrease the risk of endoprosthesis contamination and infection." And listed infection as a potential adverse event. Based on the information received a potential failure mode or cause of failure cannot be determined.

Event description:
While attending the critical issues america virtually, during the q/a session one speaker stated that he had issues explanting an infected zenith fenestrated aaa endovascular graft from a patient that resulted in death. Specifically, he indicated that the iliac legs ¿shredded¿ the vasculature during explantation resulting in severe/uncontrolled bleeding. This comment resulted on further discussion on explanting devices, including those from cook.